Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead provocation testing was performed and the event was reproducible. Lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated the right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.